Manufacturer narrative:
It was reported that the "the flush syringe flange in the kit was broken when kit was opened". The customer reported there was no patient involvement. No additional details are available related to the customer reported issue. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the "the flush syringe flange in the kit was broken when kit was opened."

Manufacturer narrative:
Update to h6: investigation findings. Update to h6: investigation conclusions.